Event description:
The explanting facility reported that the generator was discarded following explant. Device return to the manufacturer is not expected. No additional pertinent information has been received to date.

Event description:
Additional internal device data was reviewed from both prior to the reported 25% battery life indicator ((B)(6) 2015, (B)(6) 2016) and on the date of explant ((B)(6) 2016). Review of the data prior to the event did not show any new relevant information to this report. The data from (B)(6) 2016 showed that the charge consumed value was 54.164%. The battery voltage value was 2.866 v, which would correspond to an indicator of 25%. No additional pertinent information has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's generator battery registered at 25% capacity in a follow up visit on (B)(6) 2016. The patient was seen 3 months prior ((B)(6) 2016) and it was reported at 75% at that time. The longevity guide predicted the battery to last 1.9 years at the provided settings. This estimation does not consider the autostimulations or heartbeat detection charge consumption. The internal device data from the patient's generator was reviewed. The lines of interrogation, programming and diagnostics were pulled from (B)(6) 2016 dates. On (B)(6) 2016: the charge consumed values ranged from 36.272 - 36.273%. The battery voltage values ranged from 2.871 to 2.872 v. The registered indicator was 75% at that time. The minimum battery voltage encountered was 2.847 v, which indicates the battery meter may have corresponded to the 25% level in the past. On (B)(6) 2016: the charge consumed values ranged from 51.977 - 51.978%. The battery voltage values ranged from 2.844 to 2.850 v. The registered indicator was 25% at that time. A 31394 autostimulations were completed at the time of this appointment. The generator device history record was reviewed and found all specifications were met prior to distribution. The patient's generator was replaced on (B)(6) 2016. The explanted generator has not been returned to the manufacturer to date. No additional pertinent information has been received to date.